Manufacturer narrative:
Patient's radiographic imaging depicts bilateral screw shank fractures in the sacrum. No interbodies are depicted in the images. No inter-vertebral fusion appears to have occurred at levels treated and the degree of posterolateral pseudarthrosis is unknown. The devices were not returned to carlsbad as they remain in-situ and therefore could not be evaluated. The duration to failure (possibly 10 years following surgery) maybe a contributing factor. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, stress and forces effecting the longevity of the device, the degree of post lateral pseudarthrosis or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.) Root cause or specific failure mode cannot be determined.

Event description:
On (B)(6) 2021, radiographs were received depicting a bilateral screw fracture at s1. The patient is undergoing evaluation by physician in (B)(6), though initial surgery reportedly occurred in (B)(6) in 2011. Medical records could not be provided. No other event information was provided. Revision was scheduled and then postponed. Planned revision date is unknown.